Event description:
Additional information received indicated that the tip of the device did not break. During the procedure, after the device was inserted into the patient, the signal was lost. The device was replaced to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
One pressurewire x, cabled was returned for analysis. The results of the investigation confirmed the pressurewire met functional specifications when analyzed for signal loss. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported signal loss was unable to be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
After insertion into the patient, the tip of the device broke. The device was replaced to complete the procedure with no adverse patient consequences.